Event description:
There was no device failure or malfunction reported. This pt was undergoing an aortic valve repair (avr). A 25 fr quickdraw cannula was inserted percutaneously using a guidewire. Some resistance to passage was encountered. The cannula was removed and the superior vena cava was cannulated surgically. Cardiopulmonary bypass was initiated and the aortic valve was replaced. Increased abdominal girth was noted. Surgical exploration revealed venous perforations. Extensive bleeding was not readily controlled. The pt expired.